Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking connector was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong two-piece connector. The catheter was not returned for evaluation. The connector was received unassembled and appeared free of obvious usage residues. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample components to be independently patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the proximal connector segment. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of recn0712 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-rinsing the connector, leakage was found on the connector. No other information was provided.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0712 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-rinsing the connector, leakage was found on the connector. No other information was provided.